Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was pulled back, there was no suture attached [cuff miss]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 21f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture attached when the plunger was pulled back¿ was not confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.